Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Autocapture was on but the pulse generator was consistently running at high output mode. An autocapture test was attempted, but an err or message about electromagnetic interference displayed, and the test would not complete. Autocapture was turned off.